Event description:
The patient underwent a pci of heavily calcified 90% tandem lesions in a tortuous mid rca. During the procedure, a run-through wire was loaded and a fine cross catheter was used to cross serial stenoses in the mid rca and passed into the distal rca. A balloon was advanced into the mid rca but could not be advanced to the more distal severe deployed a 3.5 x 24 mm promus elite drug-eluting stent at 14 atm in the left main and ostial left circumflex,and with extreme difficulty overlap with the proximal left circumflex stent was achieved. The om stent was then post dilated with a 3.0 x 15 mm noncompliant balloon at 16 atm, post dilated the left circumflex stent with a 3.5 x 12 mm noncompliant balloon at 16 atm and post dilated the left main stent with a 4.5 x 8 mm balloon at 12 atm. A sion blue wire was recrossed into the lad. The struts were opened up into the lad with a 2.5 x 12 mm compliant balloon at 6 atm. At this time, the patient's st elevations had resolved, but he did still have some chest pain. However angiography demonstrated timi-3 flow in all vessels including the lad and the very distal om, and no loss of any significant side branches. At this point the patient did not tolerate any further efforts, started moving and therefore any further attempts to improve the very distal om stent were discontinued. Also, further attempts to retrieve or further exclude from circulation the fractured tip of the viper wire were discontinued because it as trapped under the distal part of the distal om stent. The risk-benefit was not in favor of continuing the procedure. As a result of the retained wire tip, the patient was advised and agreed to take antiplatelet therapy, aspirin and ticagrelor.